Event description:
It was reported that patient experienced an infusion set bent cannula event on (B)(6) 2026.the insertion site was upper left arm, and infusion set was in use for 3 hours. Patient also experienced high blood glucose level at the time of event patient took correction injection via multiple daily injections to resolve the issue.

Manufacturer narrative:
Initial 2 of 2. E1:name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.